Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an unspecified low blood glucose (bg) level. The customer adjusted pump settings and the low bg issue did not reoccur. Customer declined to provide any further information.